Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user restarted the ilet and changed supplies, after which glucose values were not visible on the device, glucose remained elevated overnight, and the pump was dropped causing the cartridge to dislodge, which the user¿s family reinserted while the system was attached; the user subsequently experienced low glucose of 64 mg/dl reported, and treated with oral carbohydrates, and later reported a glucose of 90, with no medical assistance sought and no hospitalization. Symptoms included hypoglycemia, hyperglycemia, hot flashes/flushes and feeling faint. Outcomes included a serious illness/impairment classification. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.